Event description:
Difficult to assemble the bipolar head. The assembly was incomplete before implantation.

Event description:
Difficult to assemble the bipolar head. The assembly was incomplete before implantation.